Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. The pt reported her stimulation is intermittently turning itself on. In addition, the pt reported two recent episodes of overstimulation resulting in a burning sensation at the pt's skull. According to the pt, the most recent episode lasted for approximately 20 seconds. The pt was referred to her physician by the MFR's technical services. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.